Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : device history reviewed: 3x unrelated non-conformances on this lot number. Final micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 1 additional reports related to implant loosening. Total for lot number: 2 (B)(4). Complaints received by cmw in the last 12 months for this issue ¿ by product code: 61, by product family: 192 (66x smartset ghv, 126x smartset gmv).

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. Dmf# (B)(4). Trade name gentamicin sulphate active ingredient(s) gentamicin sulphate dosage form - powder strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a left primary attune to treat osteoarthritis. The patella was resurfaced and depuy cement x 2 was utilized. The procedure was completed without complications. Patient received a left knee revision to treat leg pain and walking difficulty secondary to loosening of the tibial component. The femoral component was well-fixed but revised to accommodate the revision component. The tibial tray was loosened and debonded at the cement to implant interface and revised with bone loss. The surgeon notes there was metallosis around the tibial tray that was attributed to the loosened tibial tray. The patella was well fixed and retained. There was no reported product problem with the revised tibial insert. The patient was revised with a competitor knee construct. Doi: (B)(6) 2016 dor: (B)(6) 2020 left knee.